Manufacturer narrative:
The customer found that the tubing through pinch valve pv49 became disconnected from the fitting. The customer reattached the tubing, which repaired the leak. The repairs were verified by the customer. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported a leak from the coulter lh 500 hematology analyzer. The volume of the leak was about 10 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.